Event description:
The user facility reports the employee is no longer working for the facility but is working for another hospital and is performing the same job duties.

Event description:
An operator cut her finger while moving loaded instrument trays from atlas transfer cart into a steam sterilizer. The transfer cart is used to move instrument trays to and from washing and sterilization equipment. It was reported that the operator went to the hospital's emergency room for treatment of the cut.

Manufacturer narrative:
A steris technician visited the hospital and examined the transfer cart. The cart was in good condition and did not require repair. The instrument tray had no sharp edges, but was an older model that had room between the tray handle and the mounting block. The hospital staff reported that the transfer cart became stuck and it was pushed from the side rather than from the top as recommended, resulting in the instrument tray shifting position on the cart. In the process, the employee's finger slipped between the handle of the instrument tray handle and the mounting block and then struck the post of the transfer cart, resulting in a cut of the operator's finger.